Event description:
The customer reported receiving a button error alarm after a battery change. The customer did not recall any events that might have led to the alarm except that it was very hot and humid outside. The customer's blood glucose was 148 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads, a cracked reservoir tube window and a missing end cap sticker.